Event description:
It was reported that after performing flow exhalation sensor calibration. The device displayed ¿can't achieve minimum air flow ¿. The facility staff disconnected the patient from ventilator and initiated manual ventilation. The patient subsequently expired.

Manufacturer narrative:
(B)(4). The 840 ventilator was received for evaluation. Visual inspection of the unit and the compressor indicated that the device was operated in an extremely dusty environment. Externally the device was dusty and dirty. There was also dust on some of the internal components. Prior to functional testing, parts of the device were disassembled and shipped for decontamination. Upon the return of these parts the device was reassembled and tested. During testing the compressor sounded much quieter than normal when running. This was due to the compressor muffler having a buildup of dirt/dust particles. The compressor fault which caused the flow sensor calibration test failure was due to poor maintenance of the ventilator, which was operating in an extremely dusty environment.

Manufacturer narrative:
(B)(4). Additional information has been requested. Device evaluation is pending.